Event description:
It was reported to philips that the allura device would not boot up. The device was inside clinical use at the time of the event. No harm was reported to philips. A philips field service engineer (fse) visited the site and replaced a fuse on the mpdu control board. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during the coronary diagnostic procedure and the procedure was aborted. The philips field service engineer (fse) inspected the system onsite and confirmed that the system did not boot up. Upon functional testing, the fse found that the main power distributed unit (mpdu) control board fuse was broken. The fse replaced the fuse. After replacement of the fuse, the system was returned to use in good working order. The codes were updated based on the investigation outcome.